Event description:
It was reported that there was a lead warning due to high impedance and noise. It was also reported that there was a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). (B)(4) performance data collected from the device and have analyzed the data. (B)(4) review - polarization change/conductor coil abandoned. Lead warning occurred on (B)(6)-2011.